Event description:
A lead stylet was returned with no information.

Manufacturer narrative:
Analysis of the stylet found the plastic handle did not have proper heat swaging to secure the wire. The handle had separated from the stylet wire.